Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019.

Event description:
It was reported that the unit's liquid crystal display (lcd) malfunctioned and that the unit had a faulty button membrane. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date received by manufacturer: 11 november 2019. Date of this report: 12 november 2019. The customer did not respond to quote for repairs. The device was being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.